Event description:
It was reported to baxter (B)(4) that an intermate lv 250 device was found to be leaking above the blue winged cap at the luer lock. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.